Event description:
The lay user/pt contacted lfs in 2010, alleging inaccurate high readings on their one touch select meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical information. The pt mentioned that he first noticed the elevated readings on his meter the day before at 5:00pm. Readings were not provided. The pt alleged 3 hours later he developed symptoms of blurred vision, frustration and change in behavior. The pt contacted his physician for advice and self-treated with three glucose tablets. The pt was not tested on another device and was comparing meter to feelings/normal results. On the day of contact, the pt obtained a 233 mg/dl, at an unspecified time, 242 mg/dl at 2:35pm and a 70 mg/dl and 6:52am. A quality control test was done and the test strips passed using the control solution. No further clinical information was provided. It would have been helpful to know the readings prior to the event and how long symptoms lasted. The products were replaced. The complaint is being reported since the pt alleged that due to the high readings in his one touch select meter, he developed symptoms and had to self-treat with glucose tablets.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.